Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in an adult female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2019. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2019: metallic coiled. Essure device present on each corner. Right fallopian tube 6.2x0.4x cm tam purple smooth and fimbriated there is 1.7 cm peritubal cyst filled with tan clear watery fluid. Right ovary : 3.5 x 2.5 x 1.8 cm, tan-pink. Smooth. Glistening, cystic ovary filled with tan-dear, watery fluid. The internalsurtac.e is tan-pink, smooth, with no evidence of papillary excrescences grossly. The remaining cut surfaces are tan-yellow. Smooth. And rubbery left fallopian tube: 5.1 x 0.5 cm, tan-light purple, smooth. Tortuous, and fimbriated. Left ovary: 3.2 x 2.0 x 1.3 cm, tan-pink, smooth. Blls1enlng. Cystic ovary filled with tan-clear, watery. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in an adult female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: metallic coiled. Essure device present on each corner. Right fallopian tube 6.2x0.4x cm tam purple smooth and fimbriated there is 1.7 cm peritubal cyst filled with tan clear watery fluid. Right ovary : 3.5 x 2.5 x 1.8 cm, tan-pink. Smooth. Glistening, cystic ovary filled with tan-dear, watery fluid. The internal surface is tan-pink, smooth, with no evidence of papillary excrescences grossly. The remaining cut surfaces are tan-yellow. Smooth. And rubbery left fallopian tube: 5.1 x 0.5 cm, tan-light purple, smooth. Tortuous, and fimbriated. Left ovary: 3.2 x 2.0 x 1.3 cm, tan-pink, smooth. "Blls1enlng". Cystic ovary filled with tan-clear, watery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: mr received: lot number and reporters added. Patients date of birth added. New event of chronic pelvic pain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.